Event description:
It was reported that pump became hot to touch and pump screen heat caused clothing to become discolored and warped, even though no temperature alarms were recorded and pump was not charging at the time. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump was still functioning, and was advised to continue using pump while monitoring for recurring heat issues and to contact technical support again if problem occurred again.